Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 375 to 400mg/dl. Customer treated with the pump. Troubleshooting found that the infusion set was too long and that the customer changed out the entire set. Customer indicated that their blood glucose went down to 375 mg/dl. Customer declined high blood glucose troubleshooting and indicated that they would call at the time of incident. No further details given.